Event description:
It was reported via a study assessment form that the pt had made one suicidal gesture in the time period under the study. The gesture was noted to have "extreme" intent with only "mild" medical threat. The pt has a history of "severe" suicidal tendencies. Attempts for further information have been unsuccessful to date.